Manufacturer narrative:
No product has been returned for evaluation. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. Based on engineering  review performed on (B)(6) 2020, it was identified that the rod had a broken seal. There was no patient injury reported.